Event description:
It was reported that rotawire tip broke off and stented inside patient's body. The target lesion was located in the left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During procedure, it was noted that the tip of the rotawire broke off inside the patient's body and the wire that was left inside the patient was then stented using a 2.0 non- bsc stent. The procedure was completed with a different device. No further patient complications reported and the patient was stable.